Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with a neuro stimulator for reflex sympathetic dystrophy syndrome (rsd)/causalgia-complex regional pain syndrome (crps) and spinal pain. It was reported that the implantable neurostimulator (ins) was heating during charging sessions. They were not able to gather charging statistics from the implantable neurostimulator recharger (insr) to assess heating of the antenna.